Event description:
In handing a long metz scissor from the CABG tray to the cardiac surgeon, it was noted that scissors literally came apart in three pieces, with a break noted on the one half at the screw hole. The pieces, including the screw, were all accounted for with no harm to the pt. Instrument removed from service. All jarit metz scissors removed from packs and replaced with a different brand. This is the second identical break with this product, the last occurring in 2006. Should this occur in the process of using, it could be fatal to the pt.